Manufacturer narrative:
The investigation is ongoing.

Event description:
Image review was performed by the engineers (B)(6) 2021, it looks like a strand of hdpe material propagates from a cut on the hdpe.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed another complaint related to sheath liner delamination. In that case, no manufacturing nonconformances were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Post-procedural device-related photos and procedural cine imagery were provided by the site. The delivery system was inserted through the sheath and the distal nose tip and ruptured inflation balloon were stuck in the delaminated sheath liner. The sheath liner was delaminated. Hdpe damage was noted. Procedural cine imagery shows the c-marker band's location relative to the sheath shaft confirming liner delamination during the procedure, suggesting that the liner was delaminated and pushed back during delivery system withdrawal difficulty. The cine imagery shows that the c-marker band is still intact. The IFU and training manuals were reviewed for guidance and instructions involving the esheath and delivery system usage. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of complaint history on confirmed complaints from march 2020 through february 2021 was performed. Of the potential root causes identified, the following are potentially applicable to the current events: procedural factors (withdrawal of burst/torn balloon, excessive manipulation). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Additionally, since no edwards defect, which could have resulted in the complaint was confirmed, no preventative or corrective actions are required. The liner delamination and sheath damage were confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform and visual inspection, functional testing, or dimensional analysis. Therefore, presence of a manufacturing non-conformance was unable to be determined. Reviews of DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the event description, 'during a tf tavr case the delivery system balloon ruptured during valve deployment. It is believed it interacted with circumferential calcification in the stj, resulting in the rupture. Difficulty was experienced while withdrawing the delivery system into the sheath and it became stuck at the bifurcation. The physician pulled so hard that it resulted in the delivery system's distal tip detaching within the sheath. Additionally, fluoro showed the marker band of the sheath and liner pushed into the sheath'. As the delivery system's inflation balloon was ruptured, the altered balloon profile is more likely to catch onto the distal end of the sheath causing an increased level of difficulty for delivery system retrieval. With excessive manipulation and pull force exerted to overcome the withdrawal difficulty caused by the burst balloon, the sheath's liner likely was delaminated and the hdpe damaged as seen in provided imagery. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the complaint event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01910. Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system balloon ruptured during valve deployment. It is believed it interacted with circumferential calcification in the stj, resulting in the rupture. The physician did add +1 cc but hadn't fully inflated it when it burst. Difficulty was experienced while withdrawing the delivery system into the sheath and it became stuck at the bifurcation. The physician pulled so hard that it resulted in the delivery system's distal tip detaching within the sheath. Additionally, fluoro showed the marker band of the sheath and liner pushed into the sheath. The delivery system, minus the distal tip, will be returned for evaluation. The patient was taken away for vascular surgery to remove the sheath and distal tip of the delivery system and may not be made available for return.